Event description:
It was reported that on (B)(6) 2026, the patient underwent flexible ureteroscopy lithotripsy and stone removal for renal calculi. During the catheterization phase of the procedure, the surgical plan called for insertion of ureteral stent 778626. After unpacking the stent, a small tear was discovered upon insertion (visible in the provided photograph). Clinically, a new package was opened. The product was found to be free of defects, and subsequent procedures were completed without incident. The surgery was successfully concluded. The procedure experienced a delay but no other adverse effects.

Manufacturer narrative:
The initial reporter's facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.